Manufacturer narrative:
This report is linked to the following patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6)2024. A total of four spiration valves were placed in the right lower lobe; two 7mm (svs-v7-00) valves were placed one each at rb7+8 and rb6, one 9mm (svs-v9-00) was placed at rb9+10 and the fourth valve (svs-v6-00) was placed at a variant location. The patient had a post procedure x-ray and was admitted to a monitored hospital bed. On (B)(6) 2024, the patient experienced a pneumothorax in the valve treated lobe. An 18f chest tube was placed in interventional radiology under computed tomography (CT) guidance in the right lung. The patient remained in the hospital and the event was reported to be on-going but patient condition stable at the time of this report. The physician indicated that the event was related to the devices but not the procedure.